Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb). The unit passed all tests calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that the 840 ventilator stopped cycling. There was no pt involvement.